Event description:
Reportedly, a message was displayed on the programmer screen at interrogation during a follow-up performed on (B)(6) 2018. The user pressed the button in the message box to proceed. When the parameters were checked, the pacing mode had changed to ddd and the other parameters had changed to the as-shipped values. It was considered that the pacemaker had switched in standby mode.

Manufacturer narrative:
Preliminary analysis results showed that the pacemaker switched in standby mode due to a temporary decrease in the battery voltage.

Event description:
Reportedly, a message was displayed on the programmer screen at interrogation during a follow-up performed on (B)(6) 2018. The user pressed the button in the message box to proceed. When the parameters were checked, the pacing mode had changed to ddd and the other parameters had changed to the as-shipped values. It was considered that the pacemaker had switched in standby mode.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a message was displayed on the programmer screen at interrogation during a follow-up performed on (B)(6) 2018. The user pressed the button in the message box to proceed. When the parameters were checked, the pacing mode had changed to ddd and the other parameters had changed to the as-shipped values. It was considered that the pacemaker had switched in standby mode.